Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the patient had an infection and the cause of infection was related to hip surgery procedure. The site of infection was unknown. It was also noted that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure. The explanted device will not be returned.